Event description:
Additional information received reported other medications the patient was taking at the time of the event included oral fentanyl at 100mcg. It was reported the pump was decreased to minimum rate, narcan was administered and twenty four hour observation occurred. The patient was now fully recovered.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient came into the emergency room (ER) ¿completely out of it¿ and lethargic. The patient also had slurred speech and decreased oxygen levels. The patient had just gotten the device implanted and it was ¿just started¿ the day prior to the report date which was when the patient started having the symptoms. The patient¿s family believed the patient was receiving 4 milligrams of morphine per day. It was reported a device manufacturer representative came to assist in turning off the pump however, the health care provider (hcp) wanted to ensure it was off. It was also reported they had to ¿reverse¿ the patient¿s symptoms while in the ER and the hcp admitting the patient wanted to again ensure the pump was off. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.